Event description:
The company was informed that the patient had a draining ear and possibly an extruding electrode array. Advanced bionics is in the process of gathering more information. Once more information is received a follow up report will be submitted.